Manufacturer narrative:
The pump passed the rewind and displacement tests, but alarmed during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a missing end cap sticker.

Event description:
It was reported that the customer had a rewind anomaly on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer stated that she got a33 alert every time she rewinds her pump. The customer was advised to get settings from her health care provider since she is not using carelink and her insulin pump is stuck in rewind. The customer will swap insulin pump with driver and advised to call if she needs help programing her insulin pump. The customer was advised to use back up plan, correct as per health care provider instructions and monitor blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.